Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c265 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported the controller wouldn't connect to the implant and the issue began last wednesday or thursday. Patient stated they charged the controller up last week and tried to charge the implant but couldn't get it to connect. Patient noted they hadn't used their stimulator in a while because they tripped over a hose and fell backwards over a gas meter and thought maybe they broke the wires in their back. Patient mentioned they stopped using the stimulator after the fall because they didn't want to electrocute themselves. Patient notified medtronic representative advised the patient to contact patient services for a replacement controller. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through removing the li battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the li battery pack and confirmed a green blinking light. Controller showed 60% recharging and low. Agent instructed patient to start a chare session; implant was 30% recharging with excellent quality. Agent informed patient to continue charging the implant and to monitor. Agent reviewed role of mdt rep. The troubleshooting steps that were taken on the call resolved the issue.